Event description:
A zoll distributor returned belt sn (B)(4) indicating that the ECG electrodes were non -functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. As received, the belt failed the ECG electrode fall-off test. The cause of the non-functional electrodes is a broken solder joint at the pulse wire connection inside the distribution node (dn). The cause of the test failure is the broken solder connection. The root cause of the broken solder connection at the pulse wires was due to excessive force. No adverse event resulted from the broken solder connection at the pulses wire.